Event description:
The following information was provided: revised a right hip insignia stem due to subsidence which caused pain for the patient. He revised the liner from a 44 to a 40 and removed the acetabular screw. He revised the stem to a competitor stem. Update regarding revised liner and screw: no allegations against the implant. He removed the screw because it was no longer needed. He changed from a 44 to a 40 liner because competitor didn't have a 44 head option.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.